Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal that lasted for about an hour and a half. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.